Event description:
A pt service rep (psr) contacted zoll customer support while assisting an (B)(6) male pt to report that the monitor displayed code 205 - av messaging data corrupt and then shut down. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (code 205 / shut down) has been confirmed. As received, the monitor would not power on. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the code 205 and inability to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt received a replacement monitor.